Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. A conclusive root cause of the event could not be determined. Product not returned to zimmer biomet (B)(4) facility. Product was returned to biomet (B)(4) on september 8, 2015.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03662 / 03663).

Event description:
It was reported a patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2015 due to pain caused by an adverse reaction to metal debris and elevated metal ion levels.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.